Manufacturer narrative:
A1,2,4b6,7,d10-information not provided by affiliateh4,d5-information not availablebased upon the inquiry information received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "misfired" during surgery. The instrument was returned in good physical condition. The returned cartridge was missing the middle alignment finger and lockout tab. No conclusion could be reached as to how this damage occurred. The instrument was cycled, fired, cut, and formed the staples within design specifications. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly.

Event description:
The device was used during a laparoscopic assisted vaginal hysterectomy. The instrument misfired on reload. First firing of instrument was okay. After reloading, an attempt was made to fire and cartridge misfired. A broken piece of cartridge fell into the pt and was not retrieved. There was no consequence to the pt.